Event description:
The customer reported via phone call that she had been experiencing unexplained high blood glucose levels for two weeks leading up to the call. The customer reported that on the morning of the call, she had a piece of toast and had a blood glucose level of 559 mg/dl. Customer reported treating with the insulin pump and with manual injections. Blood glucose level at the time of the call was 377 mg/dl. During troubleshooting, no malfunction of the insulin pump was found. Customer confirmed that the cannula was bent. The customer will not return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.